Manufacturer narrative:
H3: product analysis found that the device and packaging carton were returned in a large resealable bag. Upon receipt, the packaging carton was slightly damaged. Traces of contamination were observed on the tube, and white tape was found wrapped around the tube near the clamp shell. The harness was found to be cut off. A syringe was used to inject 15 cc of air into the cuff, and no air leak was observed coming from the cuff. The cuff was submerged in water for leak observation; however, no leakage was observed from the cuff. Furthermore, the inflation assembly was submerged in water for leak observation, and leakage was observed originating from the valve. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy no damage noticed on tube or its package. The nim trivantage emg tube cuff leaked air after intubation. The procedure was completed using a backup product. There was no patient impact.